Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was from the back of the rbc (red blood cell) bath inside the instrument. The volume of the leak was about 2 ml and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, protective eyewear, and gloves. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found in a pinhole in the tubing connecting the sweep-flow line to the rbc (red blood cell) bath. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).